Event description:
It was reported by the patient that the lead had "failed" and she has shortness of breath and fluid build up. Our records indicate that the lead was capped. No patient complication have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.